Manufacturer narrative:
Concomitant medical product: ICU medical concomitant; td (B)(6) 2019. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Section a: although requested, patient demographics not provided.

Event description:
Customer reported leaking at the connection between the primary tubing and the filter tubing while infusing lipids to a patient in the nicu. No patient harm.

Event description:
Customer reported leaking at the connection between the primary tubing and the filter tubing while infusing lipids to a patient in the nicu. No patient harm.

Manufacturer narrative:
The customer¿s report of leaking at the connection between the primary tubing and the filter tubing while infusing lipids was not confirmed. Visual inspection under magnification determined no damage on the set¿s mating components and the connection between both components was fully hand tightened. Functional and pressure testing showed no anomalies. The root cause of the customer¿s reported leaking was not identified.